Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had to seek medical attention due to passing out and climbing blood glucose levels. The patient's blood glucose levels reached an unknown level. According to the patient they broke their arm when passing out due to hyperglycemia. They were able to put a splint on the patient. The patient was released 2 hours later. The pod was not worn since there was an error message on the controller and would not allow her to give a bolus.

Manufacturer narrative:
This was a duplicate emdr report submitted in error. The adverse event referenced in emdr 230975 was previously reported on 4/21/2023 under emdr-134907.